Event description:
It was reported that, "removed femur, femoral augs, and stem. Replaced with new femur, cemented stem and 10mm poly. No other information per hospital protocol."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.